Event description:
Caller stated that she received a letter stating that her g6 and g7 continuous glucose monitor receiver has been recalled. During use she experienced symptoms of nausea, visual disturbance and inaccurate readings. Patient codes: 1970; 2140. Device codes: 1420; 1535. Reference report: mw5175121.